Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by using the quick start functionality of the programmer. Therefore, the device was interrogated by using the appropriate software for this device at which time the ICD displayed an error message indicating 'appeared error or gi'. Additionally, the physician also indicated that the patient had recently undergone a leg amputation procedure which may have impacted the device function.